Manufacturer narrative:
Occupation: attorney. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during attempted retrieval of a cook gunther tulip inferior vena cava filter, implanted in (B)(6) of 2015, a clover snare 4-loop vascular retriever fractured. The hook of the filter was reportedly deformed, and the filter was embedded in the vessel wall. The user attempted several times to retrieve the filter. The complaint device was advanced below the filter hook to the cap of the filter. The outer sheath was then advanced over the filter and attempts were made to dislodge the filter from the caval wall; however, the filter would not disengage despite the use of aggressive maneuvers. Eventually, the snare fractured within the sheath. The snare was removed in its entirety without complication. The embedded filter has been previously reported under MDR number 1820334-2020-01824.

Manufacturer narrative:
Description of event: as reported, during attempted retrieval of a cook gunther tulip inferior vena cava filter, implanted in october of 2015, a clover snare 4-loop vascular retriever fractured. The hook of the filter was reportedly deformed, and the filter was embedded in the vessel wall. The user attempted several times to retrieve the filter. The complaint device was advanced below the filter hook to the cap of the filter. The outer sheath was then advanced over the filter and attempts were made to dislodge the filter from the caval wall; however, the filter would not disengage despite the use of aggressive maneuvers. Eventually, the snare fractured within the sheath. The snare was removed in its entirety without complication. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "excessive force should not be used to manipulate or retrieve foreign objects." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion could not establish a definitive cause. The IFU warn that excessive force should not be used to retrieve the filter this could be a potential cause for the failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.